Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. Both lead segments were received for analysis and extensively inspected. The analysis revealed severe abrasion marks along the lead segments with insulation damages at the distal area. These insulation damages can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation, the damage of the svc shock coil and the scratches at the is-1 connector pin resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise and inappropriate shocks possibly related to subclavian crush. Should additional information become available, this file will be updated.